Manufacturer narrative:
Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. Investigation summary: the report of an over infusion was not able to be confirmed from the log analysis or could be replicated during device testing. ¿ the suspect pump module was found to be slightly under infusing (as opposed to the reported issue of over infusing), which was corrected by calibration of the device, there were no observations of unregulated flow observed ¿ the suspect pump module after calibration was programmed to perform a one-hour system level rate accuracy test at the incident infusion rate of 8.1ml/hr and test results measured the actual rate at 7.94 ml/hr (-1.95% error) indicating the device is within specification after rate calibration having no incidents of unregulated flow occurring during the testing. ¿ no errors were observed on both pcu and suspect pump module on the reported date of the event. Review of the suspect pump module error log showed no malfunctions relevant to the facility¿s complaint. ¿ per product labeling, alaris system user manual (v9), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. O the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. O the administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. ¿ the administration set was requested but was not returned; therefore, it could not be inspected or tested. Root cause: the root cause for the report of over infusion was not able to be identified from the log analysis or from device laboratory testing; however, the suspect pump module was found to be slightly under infusing, which was corrected by calibrating the device. Note that this report lists imdrf annex a0401, a040502, a0404, a1801, g04067, g02017, c07, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an over infusion of sodium chloride (40mg/200ml) to a patient receiving treatment for pneumonia and hypoxia. At the time of the event (approximately 230am), the patient was also receiving infusions precedex 400mcg/100ml at 0.5mcg/kg/hour; epinephrine 4mg/250ml at 0.03mcg/kg/minute; lidocaine 2g/500ml dextrose at 1mg/minute; normal saline 1000ml at 3ml/hour. The sodium chloride (40mg/200ml) was intended to infuse at a rate of 8.1ml/hour with a total volume to be infused of 200ml. However, the 200ml of sodium chloride was found to have infused within one (1) hour. Following the over infusion the patient's blood pressure "dropped to 80s/40s". The patient required an increased dose of epinephrine and decrease of precedex. The patient stabilized following the increased epinephrine dose.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of sodium chloride (40mg/200ml) to a patient receiving treatment for pneumonia and hypoxia. At the time of the event (approximately 230am), the patient was also receiving infusions precedex 400mcg/100ml at 0.5mcg/kg/hour; epinephrine 4mg/250ml at 0.03mcg/kg/minute; lidocaine 2g/500ml dextrose at 1mg/minute; normal saline 1000ml at 3ml/hour. The sodium chloride (40mg/200ml) was intended to infuse at a rate of 8.1ml/hour with a total volume to be infused of 200ml. However, the 200ml of sodium chloride was found to have infused within one (1) hour. Following the over infusion the patient's blood pressure "dropped to 80s/40s". The patient required an increased dose of epinephrine and decrease of precedex. The patient stabilized following the increased epinephrine dose.